Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. The investigation determined a conclusive cause for the reported difficulties cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that before use, the sterile pouch of the rx xience prime 2.5 x 38 mm stent delivery system (sds) was found opened. The device was not used as the quality and sterility were compromised. Another sds was used to complete the procedure. No additional information was provided.